Event description:
At follow-up the left ventricular lead was found dislodged. Sentus was explanted and a new lv lead implanted. The lead was discarded.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.